Event description:
The patient reported wearing the pod on the leg for approximately 37 to 48 hours while on a cruise in (B)(6) 2025. The patient experienced increasing pain at the pod site and removed the pod due to discomfort. Upon removal, the patient noted marked redness, swelling, warmth, and drainage of fluid and pus at the site, consistent with a localized infection. The patient sought medical assistance on the ship beginning on (B)(6) 2025 and reported that blood glucose levels exceeded 22 mmol/l (396 mg/dl) during the event. The pod was not worn during medical evaluation or treatment, as the patient had removed it prior to seeking care. The patient later applied a new pod without further issue. The patient received medical attention over a 10-day period, which included three clinical assessments and an ultrasound examination of the affected leg to evaluate for additional complications. No further abnormalities were identified on ultrasound. The treating healthcare provider diagnosed phlebitis. The patient was prescribed flucloxacillin 500 mg for a total of 10 days, consisting of two consecutive five-day courses taken three to four times daily. The patient was discharged from care on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's phlebitis and hyperglycemia while on a cruise. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.